Event description:
It was reported the pt is unable to communicate with his scs ipg using multiple charging systems and his pt programmer. It was also reported the replacement charging system antenna was tried with the pt's original charging system which at the time indicated there may be a problem with the scs ipg. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.